Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 84 mg/dl and 146 mg/dl. Customer states that the use by date on the strips is (B)(6) 2011. Code key matched the vial lot number. According to the batch record for these strips, the use by date is (B)(6) 2010. Customer was using expired strips at the time of the readings; however, the customer was not aware that the strips were expired due to a failsafe failure with the meter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.